Manufacturer narrative:
Analysis of historical records. Orthofix checked the internal records related to the controls made on the device code 99-m1460, batch b2913867, before the market release. No anomalies have been found. The original lot, manufactured in 2023, was comprised of 15 units. All of them have already been distributed to the market. According to orthofix historical records, no other notifications have been received in regards to this specific device lot. Technical evaluation: the returned kit, received on january 23, 2024, was examined by orthofix quality operations department. The returned kit was subjected to visual chek that confirmed the problem notified. Both external and internal blisters are opened. Conclusions: from the analysis of the returned kit, it was confirmed the opening of the external and internal blisters. The investigation evidenced that this kit was prevoiusly returned from another hospital and was not properly verified before the subsequent release to the market. A corrective action has been implemented to avoid any future recurrence of this kind of problem. All the operators in charge of verification of devices returns from the market have been informed about this non conformity and have been re-trained according to the procedure. Orthofix historical records shows that no other notifications have been received from this specific device code. Orthofix continues monitoring the devices on the market.

Event description:
The information provided by local agent indicates: - date of initial surgery: (B)(6) 2024. - site of application: calcaneus. - surgery description: fracture treatment. - type of problem: packaging/labelling problem. - event description: "during the opening of the sterile kit, the external film of the box was sealed and integer; once the box was opened, the first and second packaging were found opened". - consequences: the problem caused adverse effects on the patient (surgery postponed, patient fasting from midnight to 4pm was transported back to the hospital room); the patient had undergone pre-anesthesia; the operating room was stopped for two hours. Manufacturer ref: 2024012.

Manufacturer narrative:
Analysis of historical records orthofix checked the internal records related to the controls made on the device code 99-m1460, batch b2913867, before the market release. No anomalies have been found. The original lot, manufactured in 2023, was comprised of 15 units. All of them have already been distributed to the market. According to orthofix srl historical records, no other notifications have been received in regards to this specific device lot. Technical evaluation the device involved in this event was received on january 23, 2024. The technical evaluation is currently ongoing. As soon as further information and/or the results of the technical investigation are available, orthofix srl will provide a follow up report. Orthofix continues monitoring the devices on the market.

Event description:
The information provided by local agent indicates: date of initial surgery: (B)(6), 2024. Site of application: calcaneus surgery description: fracture treatment type of problem: packaging/labelling problem event description: "during the opening of the sterile kit, the external film of the box was sealed and integer; once the box was opened, the first and second packaging were found opened". Consequences: the problem caused adverse effects on the patient (surgery postponed, patient fasting from midnight to 4pm was transported back to the hospital room); the patient had undergone pre-anesthesia; the operating room was stopped for two hours. Manufacturer ref: (B)(4).